Event description:
Caller reported encountering an error with their continuous glucose monitor, specifically cgm error 42, linked to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided thorough instructions for resetting the pump. Following this guidance, the caller managed to reset the pump, and the error did not reappear. Ultimately, the caller was able to successfully initiate a sensor session.